Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose value was 385 mg/dl. Customer states the insulin pump had no delivery alarm during manual prime. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer states insulin exited the tubing. Customer states the pump did not alarm no delivery. Customer states insulin pump stuck during rewind. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer also states insulin pump not working anymore. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.